Event description:
It has been reported that the lightsource did not function as specified and stayed in stand-by when started.

Manufacturer narrative:
Additional information will be provided once investigation is completed.